Manufacturer narrative:
The tube received appears to have burst due to excess pressure exerted while attempting to clear the clogged tube. The IFU states "warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube."

Event description:
A 5cc syringe was used to flush a clog when it wouldn't dislodge. After several attempts the clinician heard a pop and water from the flush was coming out the patent's mouth. The tube had broken in two. The part that was left in the patient was successfully removed endoscopically without complications.